Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient and event information.

Event description:
It was reported the implantable pulse generator (ipg) was non-functional. The patient controller (pc) displayed a message indicating the ipg needed to be replaced as it had reached the end of service. It was noted that high stimulation settings were used, stimulation settings were not provided. It is unknown if the device was prematurely depleted. Patient to consult with the physician as the next course of action.